Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the two rows of staples on patient side ¿ the innermost staple line closest to the knife blade and the middle staple line on the patient side ¿ did not form. Only the most lateral staple line from the knife blade was fully deployed. All staples on specimen side were fully formed and deployed. The surgeon had to oversew that portion of the staple line prolonging the case for ten to fifteen minutes. Device will not be returned, but reload will.

Event description:
The two rows of staples on patient side the innermost staple line closest to the knife blade and the middle staple line on the patient side did not form. The staple lines in question seemed to have not deployed at all. After inspecting the reload the staples appeared to have emerged slightly from the staple pockets, however, were in open form. At the point this occurred from it appeared that damage had resulted to the inside of the staple cartridge along the knife assembly channel. The welfare of the patient was reported as fine and normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.